Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon review, the right ventricular lead exhibited high pacing impedance and the physician alleged fracture. During procedure, the physician noted that the suture stitch caused a pinch and bend in the lead. The physician explanted and replaced the lead. The patient was in stable condition.